Event description:
Additional information was received that the patient was going to have a chest x-ray, however the results of the x-ray were unknown.

Event description:
Boston scientific received information that during a routine device interrogation it was noted that the right ventricular (rv) lead exhibited high out of range shock impedance measurements when programmed rv coil to svc coil and svc coil to can. When programmed rv to can the shock impedance measurement was within range. There was no noise observed on the shock channel. Boston scientific technical services (ts) was contacted by a competitive field representative. Ts suggested manipulation of the pocket which showed no noise and patient isometrics which elicited some noise on the svc to can, however no out of range measurements were able to be reproduced. It was noted that the patient had a competitive device change out two months earlier. Ts discussed the possibility of a loose set screw on the competitive device and suggested performing commanded shocks to test the system. The field representative was unable to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.